Event description:
The dealer reported that the motor failed on the chair and caused the chair to spin in circles and the seat became damaged. This issue could cause the user to be thrown from the chair or cause injury because of the erratic/unintended movement. No injury reported.